Event description:
It was reported the patient met with their healthcare professional (hcp) last friday and the hcp programmed a group b in addition to the patient¿s current group a. On monday, the patient returned to the clinic because group b was not on the patient programmer. The hcp alleged that group b was not deleted or not saved to the implantable neurostimulator (ins). The manufacturing representative met with the patient on the day of this report to check things out. Group b and c were added by the manufacturing representative. After the manufacturing representative saved and closed everything with the programmer, the ins was re-interrogated and everything was save properly and functioning. Impedances were measured to be fine and there were no other anomalies. The cause of the event was not determined, but the manufacturing representative thought the programmed group was lost due to a disruption in telemetry. The patient had generalized dystonia and had only been stimulated for about six weeks. The hcp did not feel that the programming question would have any impact on the patient¿s response. The patient¿s symptoms had not changed since the ins was turned on in (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va0p59h, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0p59h, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).